Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on bluescreen. A field service engineer (fse) identified that the ssd (solid-state drive) plate was an old-style version. The solid-state drive plate and cable kit were replaced. The station was then rebooted and power cycled, after which it returned to the application and operated correctly. Additionally, fse added cabinet bumper as preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on a blue screen and was prompting for a password. The remote smart service had also been offline for approximately four hours. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.